Event description:
The reporter contacted animas on 04/19/2014 reporting a casing condition (moisture ingress) issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the moisture ingress issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/29/2014, device evaluation:the pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings: evaluation revealed that there was visible moisture in display. Leak test failed due to display lens leak. Investigators opened pump and removed from case and there was moisture on the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.